Event description:
It was reported a pt underwent a gynecological procedure in 2008. During the procedure, a noise was heard and it was difficult to connect the hand piece to the motor drive unit. The case was completed with the same motor drive unit using several hand pieces with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 09/25/2008. Damage to drive connector/coupling- conclusion: the product upon which this medwatch is based had been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.